Event description:
It was reported that the patient had fatigue, but the physician was not sure it was device related. The right ventricular lead had increased outputs; however the physician did reuse the lead. The right atrium lead had pocket stimulation and decreased impedance and sensing. The right atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had fatigue, but the physician was not sure it was device related. The right ventricular lead had increased outputs; however the physician did reuse the lead. The right atrium lead had pocket stimulation and decreased impedance and sensing. The right atrial lead was capped and replaced. It was further reported that the device is reporting the threshold as "high" in vcm (ventricular capture management) and not giving a value. It was found that the device's vcm is programmed to monitor only and that is why there is not a value given. The device remains in use. It was also reported that the right ventricular lead has been elevated for some time now and the physician has been programming the device to compensate for the elevated levels. The lead remains in use. No patient complications have been reported as a result of this event.